Event description:
It was reported that during a follow up visit, the patient with this cardiac resynchronization therapy pacemaker (crt-p) system underwent a full system explant procedure. It was noted that the patient had superior vena cava syndrome and after imaging was taken, the physician determined that the crt-p system which involved the device, right ventricular (rv), right atrial (ra) and left ventricular (lv) leads had contributed to patient current condition. The crt-p system was explanted and replaced with a new system successfully. No additional adverse patient effects were reported. This crt-p device and the leads are expected to be returned to facility.

Event description:
It was reported that during a follow up visit, the patient with this cardiac resynchronization therapy pacemaker (crt-p) system underwent a full system explant procedure. It was noted that the patient had superior vena cava syndrome and after imaging was taken, the physician determined that the crt-p system which involved the device, right ventricular (rv), right atrial (ra) and left ventricular (lv) leads had contributed to patient current condition. The crt-p system was explanted and replaced with a new system successfully. No additional adverse patient effects were reported. This crt-p device and the leads are expected to be returned to facility.

Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.device history: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a follow up visit, the patient with this cardiac resynchronization therapy pacemaker (crt-p) system underwent a full system explant procedure. It was noted that the patient had superior vena cava syndrome and after imaging was taken, the physician determined that the crt-p system which involved the device, right ventricular (rv), right atrial (ra) and left ventricular (lv) leads had contributed to patient current condition. The crt-p system was explanted and replaced with a new system successfully. No additional adverse patient effects were reported. This crt-p device and the leads are expected to be returned to facility.

Manufacturer narrative:
This report is being submitted to correct the impact codes field (h6) in section h, device manufacturers only.